Event description:
It was reported that pt complains of pain and loss of muscle tone. He thinks, he may need a revision. Pt inquired about how stryker will help him as he needs to have the MRI and blood tests. Pt was explained the process, and he did not want to provide any additional info to proceed with the investigation at this time. He stated that he will contact his surgeon first. It was reported that pt needed a revision on their right hip.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.